Event description:
It was reported that the customer experienced a blood glucose (BG) level of 612 mg/dL; cause was unknown, with ketones (size unknown). Due to the BG level the customer experienced "air in stomach, lung partially collapsed, esophagus tear and trouble breathing." Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and pure oxygen to address BG level. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the hospitalization; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.